Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported following an intraocular lens implant (iol) procedure that the lens was exchanged due to blurry vision. Additional information has been requested.